Event description:
The customer contact reported a "spark." It was reported that, "when the nurse plugged the pump, it provide a spark." There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.